Manufacturer narrative:
The pump passed the displacement test. It was noted that the pump alarmed a radio frequency programmable integrated circuit failed self test alarm after the boot up and on the self test, the problem was isolated to the radio frequency board. Moisture damage was noted on the mother board, interface board, the lcd board, and on the radio frequency board. There were minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he had a radio frequency programmable integrated circuit failed self test alarm. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was assisted with programming the time and date. Customer was advised to program a normal bolus into the air and the bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.